Event description:
When catheterizing, the user felt that the lofric primo urinary catheter had sharp edges of the eyes. These edges may have caused an injury to the urethra, since the user started to bleed from the urethra. The bleeding lasted for three days. Afterwards the user consulted with his urologist and an epididymitis was diagnosed and antibiotics was prescribed. Presently the user is feeling fine and has no further complications. The incident took place in (B)(6).

Manufacturer narrative:
The returned sample is the one involved in the incident. Since the hydrophilic catheter surface has been activated by the customer upon use, it is impossible to assess the quality of the coating of the catheter. Batch documentation has been analyzed. One deviation is documented for the time of manufacture of this batch. Based on the user's narrative, this deviation may have caused the bleeding in the urethra. Shortly after the production of this batch a process deviation was observed. The deviation was that tiny channels would sometimes appear in one weld of the water pocket (which is integrated in the catheter package). These channels could in some instances cause water to leak from the water pocket to the catheter, thereby forming salt crystals on the catheter. Such salt crystals may in some cases not dissolve during activation of the product and may thus cause a bleeding in the urethra. This deviation has been addressed and the mfg process no longer produce products with such deficiencies. Epididymitis is however, a complication not uncommon to the therapy of clean intermittent catheterization. This incident may or may not have been the causative agent. Nevertheless, it is possible that the bleeding that the lofric primo catheter may have caused is the ultimate cause of the user developing epididymitis.